Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the malfunction could not be established. However, the presence of foreign material following reprocessing was presumed to be due to deviation from the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited protein crystallization on the bending rubber. There was no patient involvement.